Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a review of the receiving inspection (ri) for viper prime torque handle was conducted identifying that lot number gb107104 was released in a single batch. Batch1: released on (B)(6) 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper prime torque handle was received at us customer quality (cq). Visual inspection of the complaint device showed normal wear consistent with the device use which would not contribute to the complaint condition. Torque testing was done for the returned device at depuy orthokit center. Functional test: a torque testing was performed on the complaint device. The torque for the complaint device tested higher than the specified range. Dimensional inspection: a dimensional inspection was not performed on the complaint device since no such damage was warranted to do so document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Viper prime torque limiting handle assembly. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the torque for the device tested higher than the specified range. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy spine reports an event in united kingdom as follows: it was reported that the device failed the measurement. No further information provided. This report is for one (1) viper prime torque handle this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.